Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: 6. Strip code: 6. Strip storage: unknown, but good condition. Symptoms: disoriented. A patient reported they were seen in ER. Their meter allegedly was inaccurately high. The result on their meter was 121 mg/dl. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. The time difference between patient's meter and ER was unknown. Treatment was unknown. No further information has been reported.